Event description:
It was reported by service report that the litter support brackets were cracked. It was further reported the rail assembly was malfunctioning and the cot could not be locked into place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: rail assembly, litter support brackets.